Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 23:35:28. During night drain cycle one, the patient's ultrafiltration reading was 1238ml, indicating the home patient (hp) drained 1238ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device which the device passed. The external inspection was performed and found an unrelated issue and an internal inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, a supplemental report will be submitted.